Event description:
It was reported that, "the rollator right front wheel gets stuck".

Manufacturer narrative:
It was reported that, "the rollator right front wheel gets stuck. It appears that it gets stuck on the bolt. The wheel will be rolling correctly while walking with it, and then the wheel just stops. Caller stated that nothing appears to be bent or broken". It was reported that, "on or around (B)(6) his mother started to complain that her knee was bothering her due to the walker stopping while she is walking with it. Caller stated that his mother did seek medical attention and started physical therapy for this on (B)(6)". Customer reported no fall occurred, but his mother had "a few missteps" which led her to start physical therapy. Customer stated he is "unsure if the two are related". It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.